Event description:
It was reported that balloon rupture occurred. A sv/6.0-2/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.